Event description:
It was reported that due to due to a leak in the pressure regulating balloon (prb) the patient had his artificial urinary sphincter (aus) prb and cuff explanted and replaced. It was explained that the surgeon found a big hole in the prb that was causing the device to leak fluid and malfunction. It was added that the hole was "quite large-it appeared that the prb bursed." The physician believes the perforation was aided due excessive amount of bodily pressure caused by the patient's size. The prb was replaced, and the surgeon decided to resize the belt cuff. The patient status following the surgery was stable.